Event description:
It was reported that the ventilator became magnetically attracted to an MRI scanner. There was no patient involvement. Manufacturer's ref (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the device needed replacement of several parts (user interface holder, o2 sensor, inspiratory pipe, gas module air and o2, cover) after it was pulled into a MRI scanner. The device was delivered to the user in working condition. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment and are included as part of the "mr environment agreement". Previous investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked or if the ventilator is placed inside the safety line. According to received information, it is unknown if the ventilator was being moved inside the safety line and if the wheels of the ventilator were locked, however the device was not secured in a strap from the wall. The gauss safety line was reportedly marked on the floor. Our conclusion is that the incident may be caused by the user not following the requirements for use of the ventilator in mr environment. However, the exact root cause has not been established. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref #: (B)(4).